Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the fluid of a 250ml eva bag. The reporter stated that the unspecified solutions were "drawn up with a syringe and then introduced to the bag via a filter." The particulate matter was noted after filling. There was no patient involvement. No additional information is available.